Manufacturer narrative:
A supplemental MDR is being submitted due to administrative review. Sections b4, b5, g3, g6 and h2 have been updated. Correction to section b5. The investigation is ongoing.

Event description:
Clarification: the 23mm sapien 3 ultra valve was implanted in a failing non-edwards transcatheter valve in aortic position. Approximately 2 months later, the transcatheter valves were explanted. Per the operative report, the pre-op diagnosis was aortic valve stenosis. After careful removal of the transcatheter valves, there was denuding of the area between the aortic annulus and the anterior leaflet of the mitral valve which was repaired. A surgical 23mm inspiris resilia valve was implanted in the aortic annulus. After weaning from cardiac bypass, transesophageal echocardiography (tee) demonstrated there was new and significant moderate native mitral valve regurgitation. Cardiopulmonary bypass was re-initiated and upon inspection, a patent foramen oval (pto) and central leak of the native mitral valve were identified. The pto was closed with a single suture, followed by mitral valve replacement with a 27mm mitris resilia valve. The patient was transferred to recovery in stable condition.

Manufacturer narrative:
A supplemental MDR is being submitted due to administrative review. Sections b4, g3, g6, h2, h6: health effect - impact code, health effect - clinical code, type of investigation, investigation findings and investigation conclusions have been updated. Additions to sections h6: impact code, health effect - clinical code and type of investigation. Corrections to sections h6: investigation findings and investigation conclusions. Per the instructions for use (IFU), cardiovascular injury including perforation or dissection of valvular structures and nonstructural dysfunction are known potential adverse events associated the use of the valve and may require intervention. Growth of fibrous tissue around a prosthetic heart valve, termed as pannus formation, is one of the important causes for nonstructural prosthetic valve dysfunction that may require intervention. Pannus may interfere with the functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Protrusion of the pannus into the valve orifice area may disturb blood flow through the valve and finally result in prosthetic valve stenosis. Factors that can contribute to tissue overgrowth include chronic inflammation, mechanical stress, and calcification - as calcium deposits build up, they can create areas of irritation and inflammation, promoting pannus growth. In this case, there was no allegation or indication a product malfunction contributed to these adverse events. Investigation suggest that patient factors may have caused or contributed to the adverse event, resulting in the valve-in-valve explant procedure. Per the pathology report, both explanted valves showed patchy obstructive fibrous ingrowth (pannus). In addition, per the explant operative report there was ''denuding of the area between the aortic annulus and the anterior leaflet of the mitral valve'' during the surgical procedure which caused mitral regurgitation and required mitral valve replacement. Damage to the tissue in the area between these two structures could be due to various reasons, such as surgical procedures, infections, or other medical conditions affecting the heart. In this case, it is unclear if the native mitral valve occurred while removing the aortic thv or if it occurred after the thv explant during debridement of the aortic annulus in preparation for the avr. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported through edwards lifesciences implant patient registry (ipr), approximately 2 years and 8 months post transfemoral tavr (transcatheter aortic valve replacement) procedure with a 23mm sapien 3 ultra valve in a non-edwards surgical valve, the patient presented asymptomatic with severe prosthetic aortic valve stenosis. A transthoracic echocardiogram performed reported ''thickened or calcified aortic valve tissue prosthesis'', moderate-severe aortic valve prosthetic stenosis/obstruction in the setting of a normal flow state, mean gradient 34mmhg, aortic valve prosthetic orifice area 0.96 cm^2, and no aortic valve prosthetic or periprosthetic regurgitation. Another 2 months later, both valves were explanted and a 23mm inspiris resilia valve was implanted in the aortic position. As there was denuding of the area between the aortic annulus and the anterior leaflet of the mitral valve, it was repaired with a 27mm mitris resilia valve. Per the pathology report of the explanted valves, both bioprostheses showed patchy obstructive fibrous ingrowth (pannus), associated clinically with history of significant prosthetic aortic stenosis.